Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 679 mg/dl. The customer reported having symptoms of vomiting. The customer was not wearing the insulin pump at the time of hospitalization. It was also mentioned that the insulin pump does not rewind and the pistons do not move. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.